Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for incontinence. The patient stated they were going to the bathroom more often, including in the middle of the night, and had spasms after urinating. They further reported that the stimulation was uncomfortable and painful in the vaginal and ovarian areas when they were standing, sitting, or riding in a car. It was also noted that the patient had a past instance of incontinence spells, but they did not have them at the time of the report. The patient was put on a prophylactic antibiotic, keflex, for an unrelated surgery and was on bactrim after the surgery. The patient stated that they thought they had an infection due to spasms that were occurring, but a culture from their healthcare professional came back negative for infection. They were put on keflex, again, after the bactrim had ended. It was noted that the patient was on program 4 at 0.6v, which was uncomfortable. After resyncing, the patient showed program 2 was at 1.0v, but they couldn't feel the stimulation at that level. They said that 1.2v was a comfortable level.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.